Event description:
It was reported that the surgeon was using a cup impactor code l (instrument), during the impactation of the acetabular component the rim impactor broke. Another instrument was then used in order to complete the surgery.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and/or the device (s) be returned for evaluation and an investigation result is available, that changes this assessment, an amended medical device report will be submitted. (B)(4).